Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a emerge balloon catheter. The balloon was tightly folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29mar2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 mm x 12 mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.